Event description:
A "non-sterile, not for clinical use "IV set was found infusing d5 1/4 normal saline kcl at rate of 2.7 cc/hr on a neonate. An add-on filter extension set was attached to the distal end of set. No pt injury resulted from this incident.